Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0.8lpm and the inlet pressure was -7psi. The nurse disconnected and reconnected pads and the flow rate rose to 1.1lpm. The nurse placed the device in manual mode: ip -7.1lpm, fr 1.8lpm, and cp 49%. She added at right chest pad: ip -7psi, fr 2.1lpm, and cp 48%. A left chest pad was also added: ip -7psi, fr 2.1lpm, and cp 54%. A right thigh pad was added: ip -7.1psi, fr 2.1lpm, and cp 53%. A left thigh pad was also added: ip -6.9lpm, fr 0.8lpm, and cp 31%. Moved to another port: ip -7psi, fr 0.8lpm, and cp 29%. The nurse removed the left thigh pad from fdl, disabled manual control, and restarted rewarm. The flow rate dropped to 0.8lpm. The md decided not to replace the pads and use alternate means of warming the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the z300-unknown arcticgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0.8lpm and the inlet pressure was -7psi. The nurse disconnected and reconnected pads and the flow rate rose to 1.1lpm. The nurse placed the device in manual mode: ip -7.1lpm, fr 1.8lpm, and cp 49%. She added at right chest pad: ip -7psi, fr 2.1lpm, and cp 48%. A left chest pad was also added: ip -7psi, fr 2.1lpm, and cp 54%. A right thigh pad was added: ip -7.1psi, fr 2.1lpm, and cp 53%. A left thigh pad was also added: ip -6.9lpm, fr 0.8lpm, and cp 31%. Moved to another port: ip -7psi, fr 0.8lpm, and cp 29%. The nurse removed the left thigh pad from fdl, disabled manual control, and restarted rewarm. The flow rate dropped to 0.8lpm. The md decided not to replace the pads and use alternate means of warming the patient.